Event description:
It was reported that the customer was hospitalized with high blood glucose of 700 mg/dl, dehydration, and diabetic ketoacidosis. Leading to the hospitalization, customer had fallen at home. Customer was off of the insulin pump for 5 days prior to the hospitalization. She had received motor errors on the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.